Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported an over infusion of heparin. It was noted that the customer was able to replicate a free flow condition using basic infusion at 100ml/hr. When the infusion was in pause, it was noticed that there were drops of fluid passing through line. There was patient involvement but patient impact is unknown.

Event description:
It was reported an over infusion of heparin. It was noted that the customer was able to replicate a free flow condition using basic infusion at 100ml/hr. When the infusion was in pause, it was noticed that there were drops of fluid passing through line. There was patient involvement but patient impact is unknown.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311) additional information : imdrf annex a, g, b codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.